Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber ¿tip broke and end fire¿ occurred at 47,331j and 06:41 minutes of used. The fiber tip was cleaned during the procedure. A second fiber was utilized to complete the procedure without consequences to the patient.

Manufacturer narrative:
Analysis of the returned device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window. There is misalignment of the metal cap output window with the red stop sign. The metal cap is not loose within the outer flow tubing. The outer flow tubing open end exhibits minor scratch marks and sign of melting. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context will be assigned to this investigation.